Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patient mentioned in the journal article. The following could not be completed with the limited information provided. Date of event - ni device code - ni expiration date - ni date implanted - ni date explanted - ni (B)(6). Manufacture date ¿ ni.

Event description:
Information was received based on review of a journal article titled, "external fixation reconstruction of the residual problems of benign bone tumours" which aimed to describe experiences of the use of external fixators to correct deformity, limb-length discrepancy, contractures and similar problems related to the primary treatment of benign bone tumours or for the secondary complications of other primary treatment. A patient identified in the article underwent a revision of tumor prosthesis due to septic prosthesis failure. Following this procedure, a competitor external fixation device was used for treatment.